Manufacturer narrative:
Concomitant product(s): a 6935m lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the patient presented to the emergency department (ed) experiencing diaphragmatic stimulation due to the left ventricular lead. Follow-up with the physician's office revealed the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.